Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The returned device was found to function as specified and passed all testing. The air detector was replaced as a preventive measure. The cause of the reported issue could not be established.

Event description:
It was reported that the device gave an "air in line" alarm when no visible air was present in the tubing. No known adverse effects to patient.

Manufacturer narrative:
Event date provided. Reporter confirmed no patient was involved.